Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 non defib lead, implanted: (B)(6) 2008; 5592 non defib lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device could not be interrogated and premature battery depletion was suspected. The device remains in use until further evaluation. No patient complications have been reported as a result of this event. It was further reported that thedevice was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Product performance data was collected and analysis of the device memory indicated the battery impedance value was beyond the expected upper range. (B)(4).

Event description:
It was reported that the device could not be interrogated and premature battery depletion was suspected. The device remains in use until further evaluation. No patient complications have been reported as a result of this event.